Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to deploy and the subsequent treatment appears to be related to circumstances of the procedure, as it is likely that interaction with the heavily calcified lesion contributed to the reported difficulty deploying the stent (wall apposition). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous intervention for a left anterior descending (lad) coronary artery with heavy calcification. A 3.0x23mm xience sierra stent delivery system advanced to the lad lesion without issue. Post deployment, it was observed that the stent had not expanded in the middle portion. Reportedly, this was due to heavy calcification. As treatment, additional post-dilatation was performed and another 3.0x23mm xience sierra stent was implanted, overlapping with the first. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.